Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage is decreasing at a more rapid that expected rate. The physician will monitor battery status until elective replacement indicator (eri) is reached.